Manufacturer narrative:
The subject device was received and evaluated. A visual inspection was performed and found dried blood inside needle sheath consistent with use. The stylet and hypo tube are in place. The distal end is slightly bent, but the needle is straight and had been pulled away from the hypo tube. Functional test was performed. The handle was pushed/pulled and able to extend/retract needle without a problem. When the handle was fully advanced, the needle protrudes approximately 3.2cm which is out of range (standard 3.5 to 4.0 cm from the distal sheath). It was observed that the sheath could be pushed/pulled and was bunched up at the handle boot. The customer reported issue of sheath separate at the hub was confirmed due to the damaged sheath. The handle lock, sheath adjuster, screw, connecting slider are noted to be all functioning smoothly and correctly. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
It was reported that an issue of the sheath separates at the hub preventing the needle from extending out occurred on the device with model na-u403sx-4019. According to the reporter, the issue occurred on separate events. One event occurred on (B)(6) 2022 and the second event occurred on (B)(6) 2022. According to the reporter, the issue occurred with quantity of six (six) devices with different lot numbers. Two (2) out of the six lot numbers are the same lot number (kr189775). Three (3) devices failed on (B)(6) and three (3) devices failed on (B)(6) 2022. The report did not stated which date which lot number the issue occurred. The procedure performed for both events was an ebus (endobronchial ultrasound bronchoscopy). The intended procedure for the two event according to the reporter was able to be completed using similar device. The lot number used to complete the procedure not provided. There was no patient harm or injury reported on both of the event. No user injury reported. This report is related to reports with patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to forcing the device through resistance and/or the distal sheath end being maneuvered out of clear visual sight. The phenomena might have been prevented by following the instructions for use listed below: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Do not extend the sheath from the distal end of the endoscope without confirming it in the endoscopic field of view. Otherwise, it could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope and/or instrument. Olympus will continue to monitor field performance for this device.